Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned. Complete data logs not available for this case. The cause of the optical signal issue was not determined since product and logs were not returned. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. While on support, the device experienced intermittent spiked in placement signal readings, which would then self-resolve. The placement signal became inconsistent with the patient¿s actual arterial pressure. Despite these issues, the pump continued to provide uninterrupted support, and the patient experienced no reported harm.